Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Neurological events and hypotension are known possible adverse events associated with the use of the device as listed in the device instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: neurological event-encephalopathy. Time of ae: after the procedure. It was reported that during a left femoral / common carotid artery stenting procedure, after post dilatation, the pt became hypotensive and was treated with fluid boluses. Postprocedure, the pt became confused with slurred speech. A CT scan was done and was negative. Additionally, post procedure, the pt continued to be hypotensive and was placed on a dopamine drip, but became hypertensive so the dopamine was discontinued. One day postprocedure, the pt was diagnosed with encephalopathy and was treated with decadron. Three days postprocedure, all symptoms resolved and the pt was discharged to home. Although requested, there was no add'l info provided. Study event.